Event description:
It was reported the pt's device showed an elective replacement indicator message. It was also stated the pt had suffered a fall, and stimulation from the device had been "erratic" or "intermittent" since. The pt had two devices, but only this device was subsequently replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available. Reference MFR report # 3004209178201008491 for info on pt's device which was not replaced.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.